Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was visible through the scrotum due to erosion. A surgical procedure was performed, during which the ipp was removed, and a malleable device was implanted, to allow the scrotum time to heal. No further patient complications were reported.